Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to lab results, within 10 minutes: 226 mg/dl (active meter) and 116 mg/dl (lab). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.